Event description:
It was reported that the physician was unable to retract the fixation mechanism when the lead was being replaced. The replacement was taking place due to increased thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.